Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. The health care provider tried to reset pump but pump did not function anymore. The customer was advised the pump will be return for analysis and was replaced.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self test, unexpected restart error test, rewind and displacement test. However, insulin pump alarmed prime during basic occlusion due to slightly loose drive support disk. Insulin pump received with cracked case at display window corners. Insulin pump received with broken reservoir tube lip, belt clip slot and battery tube threads. Insulin pump received with cracked case at reservoir tube window corners. Insulin pump received with minor scratches on lcd window.